Manufacturer narrative:
(B)(4). After battery installation, an "insert battery" error message would occasionally appear on the screen. After further review, the battery compartment is corroded as well as the battery board underneath it. Unable to perform the displacement, rewind, prime seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the recurring "insert battery" error message. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm and failed battery alarm. The customer stated that battery compartment had a crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.